Event description:
Couldn't pull herself out of bed, barely ambulatory [loss of personal independence in daily activities]; severe pain in back [back pain]; pain in knee [arthralgia]. Case (B)(4) is a serious spontaneous case received from a consumer in united states. This report concerns a (B)(6) year old female who reported that she could not pull herself out of bed, barely ambulatory, severe pain in back and pain in knee during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration 2 ml,once, for arthritis from (B)(6) 2018. The patient received her first injection of euflexxa on (B)(6) 2018, and reported that on (B)(6) 2018 she tried to get up but could not pull herself out of bed and that she was barely ambulatory all day. The patient thought that she might have broken something in her spine while she slept and described it like a horse kicked her in the back. She also felt pain from her shoulder blades down to below her hips but was mostly in back and spine area. The patient reported that on (B)(6) 2018 that her back pain was not as severe and she was more ambulatory, but now was experiencing pain in the knee, described as neuralgia-type pain. The patient stated that most pain was felt in her back still, although she could walk. No additional information was provided. The event of couldn't pull herself out of bed, barely ambulatory was medically significant. Action taken with euflexxa was unknown. The outcome of couldn't pull herself out of bed, barely ambulatory was recovering/resolving, the outcome of severe pain in back and of pain in knee was not recovered. The patient's medical history was significant for baker`s cyst (from unknown start date to unknown stop date), arthritis (from unknown start date to unknown stop date), popliteal cyst (from unknown start date to unknown stop date) and allergies (from unknown start date to unknown stop date). The following concomitant medications were reported: metoprolol, hydrochlorothiazide, atorvastatin, pantoprazole, ecotrin, and cranberry extract from unknown start date to unknown stop date. The event could not pull herself out of bed, barely ambulatory was reported as serious. The events severe pain in back, pain in knee were reported as non-serious. At the time of reporting, the case outcome was recovering/resolving. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + (B)(6) country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.